Event description:
It was reported via trial that approx 17 months post xience v stent implantation in the mid left anterior descending artery, the pt died. Cause of death was not available. On (B)(6) 2009, an angiogram showed the stent to be patent; however, the ostial right coronary artery had 70% stenosis and a non-abbott stent was placed to treat the lesion. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The pt effect of death is listed in the products instruction for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.